Event description:
About 10 seconds after tx started, air detector alarm kept going off. Tried to reset but was unsuccessful. Was unable to safely return pt's blood. Switched pt to another machine but new machinehad to go through it's mandatory test which takes about 7 minutes. Since unable to test machine with blood in bloodlines, was forced to throw away bloodlines d/t potential clotting. Will have pt's cbc checked later in the week. Pt experienced no adverse affects d/t this.